Event description:
Clean and clear's 20% peroxide cleaning solution: I've been using it for 2 years daily for my (B)(6) contact lenses, but recently started having issues where my contacts may burn despite proper technique (wash and dry hands, fill to line, let it rest standing for over 6 hours, replace case every 1-2 months) and even adding a separate rinse with a saline eye solution. The saline does not cause any issues to my eye normally, but from time to time it feels like the clean and clear peroxide is not effectively neutralized. The burning pain incidents vary in severity but would go away after 5-10 seconds with no apparent consequence. If severe, I just switch sooner rather than later to a new case. This particular instance I've been using my case daily for 4-5 weeks. There have been 1-2 other instances this month where it gave a mild burning sensation, but I would chalk it up to poor technique. I'm concerned that the quality of their neutralizing discs is in decline. Otherwise, they may need clearer labeling or provide more than 2 cases for their 2 pack case. FDA safety report ID# (B)(4).